Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material in the light guide rod lens: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of burned c-cover: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented burned c-cover and foreign material in the light guide rod lens. There was no patient involvement.